Manufacturer narrative:
The abbott field service representative (fsr) inspected the module, suspected a clot in the flowcell and performed multiple troubleshooting procedures including cleaning of the flowcell, the mixing lines and bleaching cups to resolve the issue. Issue resolution confirmed with passing qc and precision runs. A review of trending data associated with the alinity hq analyzer did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity hq analyzer for serial number (B)(6) was identified.

Event description:
The customer observed falsely decreased wbc results generated by the alinity hq analyzer for multiple patients. No system flags or error messages were observed. The following data was provided: initial wbc result = 0 x 10e9/l; repeat result = 3.0 x 10e9/l, expected wbc result for this patient: 10 x 10e9/l, no impact to patient management was reported.

Event description:
The customer observed falsely decreased wbc results generated by the alinity hq analyzer for multiple patients. No system flags or error messages were observed. The following data was provided: initial wbc result = 0 x 10e9/l; repeat result = 3.0 x 10e9/l. Expected wbc result for this patient: 10 x 10e9/l . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.